Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported check vent: battery failed message. No patient involvement reported.

Manufacturer narrative:
The customer has no service contract and has declined repair at this time.